Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was malignant pain and colorectal. The date of the event was (B)(6) 2018. It was reported the patient lost weight since the pump was implanted. The 40cc pump was too big and was replaced with a 20cc pump. The explanted pump was discarded. The issue was resolved. Patient weight and medical history were asked but unknown. Patient status was alive - no injury. No further complications were reported.